Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effects of angina and death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was performed on (B)(6) 2015 to treat an 80% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. The patient presented to the hospital experiencing an st elevated myocardial infarction (stemi). The 3.5 x 38 mm xience xpedition stent delivery system (sds) was advanced, and the stent was implanted successfully; however, during removal of the sds, resistance was noted with the guiding catheter. During retraction, the shaft separated and the distal shaft remained in coronary artery. A balloon catheter was expanded inside the guiding catheter, and the distal shaft was able to be pulled slowly out of the anatomy. It was noted that the patient experienced chest pain, and the myocardial enzyme index was very high. The patient died on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.